Manufacturer narrative:
The initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow-up report.

Event description:
The implant failed due to dropping from the implant driver.